Event description:
Tech alleged that the hilow is drifting down.

Manufacturer narrative:
Tech cleaned the hilow brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.